Event description:
It was reported that during a hemorrhoidectomy, the firing handle could not be grasped fully. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Breakaway washer indented. The analysis results found that the device arrived in good visual condition without staples. The breakaway washer was noted to be uncut and indented, indicating that the device had not been fired through a full firing stroke. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. The device was reloaded with staples and tested for functionality in hi-b and low-b with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. Although, we were not able to duplicate the reported event, it should be noted that high force to fire have been correlated to the batch of the device received. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.